Manufacturer narrative:
Continuation of d10: product ID {evfxplus-34}; product lot/serial number (B)(6); product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had a bicuspid aortic valve with right-left coronary cusp fusion, and an annular perimeter of 98 millimeters (mm)/left ventricular outflow tract (lvot) of 102 mm. The deployment of the valve was attempted three times at a depth of 3 mm on the non-coronary cusp (ncc) and 16 mm on the left coronary cusp (lcc). The valve was recaptured following each deployment attempt due to suboptimal depth and the valve moving in the ventricular direction during each deployment attempt. The physician decided to remove the valve and delivery catheter system (dcs) and a 29 mm non-medtronic transcatheter valve was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had a bicuspid aortic valve with right-left coronary cusp fusion, and an annular perimeter of 98mm/left ventricular outflow tract of 102 mm. The deployment of the valve was attempted three times at a depth of 3 mm on the non-coronary cusp and 16 mm on the left coronary cusp. The valve was recaptured following each deployment attempt due to suboptimal depth and the valve moving in the ventricular direction during each deployment attempt. The physician decided to remove the valve and delivery catheter system (delivery catheter system) and a 29 mm non-medtronic (edwards s3) transcatheter valve was implanted. No patient complications were reported as a result of this event. Additional information was received to report the starting point for deployment was at the mid-bottom of the pigtail catheter. When the valve, while still attached to the dcs, would dislodge at 80% into the ventricle, the depth was 8-10mm deep. Per the physician, the patient's annular perimeter exceeded the anatomical criteria for the 34mm valve and this contributed to the valve dislodgment.

Manufacturer narrative:
This is a system report; section d information references the main component of the system which was in use with the following: medtronic product ID: evfxplus-34; brand name: evolut fx plus valve; serial #: (B)(6); manufactured date: 2025-03-19; use by date: 2027-03-19; UDI#: (B)(4); implant date: not implanted updated data: b5. A second paragraph was added. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.